Manufacturer narrative:
A field service engineer (fse) evaluated the device and reported that the issue could not be duplicated; however, the machine and proximal pressure sensors failed error code was confirmed in the device diagnostic report (drpt). Due to the issue being confirmed, the flow sensor assembly was replaced to resolve the issue. The fse completed run testing and functional testing following the repair.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine and proximal pressure sensors failed error message. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The customer informed the field service engineer (fse) that during a pre-use test, the device showed the machine and proximal pressure sensors failed error message. The philip sales representative visited the hospital and replaced the device. The reported issue did not appear when the sales representative started up the device. There was no delay in therapy reported as a result of the alleged device issue. The device alarm did sound at the time of the event. This investigation is ongoing.